Event description:
It was reported during the procedure when the subject catheter was placed in the mma (middle meningeal artery) the physician administered approximately 1cc of nbca (n-butyl 2-cyanoacrylate) glue to the right distal mma. The area was immediately embolized. When the subject catheter was attempted to remove, the tip of the catheter was attached to the right mma. After several attempts to remove, the tip detached. The remainder of the catheter was removed. A gooseneck snare was attempted to retrieve the tip from the mma, but was unsuccessful. It was determined by the physician the patient would be able to tolerate the fragment in the mma. No other information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is not covered in the device directions for use (dfu). The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that it was determined that the catheter was in optimal position for embolization of the right mma (middle meningeal artery). Next an nbca (n-butyl 2-cyanoacrylate) kit was open and prepared outside the body in the usual fashion with a nbca glue dilution of 1:3 with lipiodol and tantalum powder. The microcatheter was primed with d5w (5% dextrose in water) prior. Approximately 1 cc of nbca glue dilution was introduced and injected through the catheter into the right mma distally. The right mma was immediately embolized. Then the catheter was attempted to be retrieved back, but it was determined that the distal end if the catheter was attached to the right mma also. Several attempts were made to retrieve the catheter, but the distal portion of the catheter detached. The remainder of the catheter was able to be removed from the circulation and from the body in its entirety. A goose neck snare was attempted to grab the remainder of the catheter, but that was unsuccessful. After further review (secondary opinion provided by another md), it was determined that the patient would likely be able to tolerate the remainder portion of the attached microcatheter laying over the right external and common arteries safely. The patient overall appeared to tolerate the procedure well without any other evidence of intraoperative complications. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment and does not require escalation to senior management. The subject catheter should not be used with glue or glue mixtures. The dfu states: "limited testing has been performed with solutions such as contrast media, saline and suspended embolic particles. The use of these microcatheters for delivery of solutions other than the types that have been tested for compatibility is not recommended. Do not use with glue or glue mixtures." Glue was delivered through the catheter during the procedure. The reported events: ¿catheter tip broken/fractured during use' and 'un-retrieved device fragments' will be assigned an assignable cause of use error as the issue investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user. There was a deviation from the supplied dfu that resulted in a different medical product response than intended by the manufacturer or expected by the user.

Event description:
It was reported during the procedure when the subject catheter was placed in the mma (middle meningeal artery) the physician administered approximately 1cc of nbca (n-butyl 2-cyanoacrylate) glue to the right distal mma. The area was immediately embolized. When the subject catheter was attempted to remove, the tip of the catheter was attached to the right mma. After several attempts to remove, the tip detached. The remainder of the catheter was removed. A gooseneck snare was attempted to retrieve the tip from the mma but was unsuccessful. It was determined by the physician the patient would be able to tolerate the fragment in the mma. No other information is available.